Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted except for procedural damage. The double bend height was measured within specification.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed that the lv lead had dislodged. The lv lead was explanted and replaced. The patient was in stable condition.